Event description:
It was reported that the customer had an unspecified cartridge issue. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.